Event description:
It was reported that the customer had experienced about 2 hours of central monitoring downtime. There was no pt harm reported associated with the loss of centralized monitoring. Note that pt vital sign monitoring continued with the bedside monitors.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an installed computer-based centralized pt monitoring system. The system receives and displays inputs from bedside multifunctional pt monitoring devices. At this customer site, one system is a high availability (ha) pair, where there are two computer systems connected to the same pt rooms. If one computer is down in an ha pair for any reason, the second is capable of taking the entire pt monitoring load, thus maintaining uninterrupted centralized monitoring. The other system at this site is not an ha pair, meaning that there is a single computer system without backup. The choice of having an ha pair or not is a customer configuration decision. The customer biomed requested tech support assistance in bringing up and initiating connection to a loaner acuity system, which is one of the computers in the ha pair. The efforts of tech support were severely hampered because the modem connection to the system was not operational. While troubleshooting the modem connection the biomed inadvertently pulled the keyboard cord out on the non-ha pair acuity system, causing this system to reboot. Tech support worked with the customer to restore to normal operation, but it took two hours because of the lack of a working modem connection among other factors. During the non-ha system downtime, centralized pt monitoring was lost. Tech support reported that the cables near the keyboard cord were tangled and mixed together. The keyboard cord came out while the biomed was attempting to straighten out the cables. The codes we cite in refer to the operational context causing the event. The operational context refers to the tangled cables. By event we mean here the loss of centralized monitoring. Even though the acuity system was unavailable for centralized monitoring while the system was down pt vital signs monitoring continued at bedside with the local pt monitor. The customer biomed cited hipaa concerns for not divulging any pt information. He reported that he was not aware of any pt harm as a result of the loss of centralized monitoring.